Manufacturer narrative:
Date of event was approximated to (B)(6) 2018 as the procedure was performed on (B)(6) 2018. However, no specific event date was provided. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown, however, it was reported that the device was not used past expiry date. (B)(4). The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a capio slim device was used during a sacrospinous fixation procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the dart detached and was left inside the patient. Subsequently, the patient had developed right hip pain in the last few weeks prior to (B)(6) 2019, the date the complaint was reported to boston scientific corporation and no action was done to address the issue. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.